Event description:
The patient reported about 3 years ago they missed their refill appointment. The patient was at the healthcare provider¿s office when they heard the pump alarming. The patient was not certain of the drugs in the pump at that time. Interventions, patient symptoms or outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).